Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-01440. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient received an implant on (B)(6) 2015 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging tilt and vena cava perforation. Patient further alleges that the ventral struts abut his duodenum in addition to recurring chest and abdominal pain without further explanation.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 05feb2018 - 22jun2018.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Corrected data: g9. Cook inc. Submitted a medwatch follow-up #1 to medwatch report under 1820334-2018-00384 instead of submitting it as 1820334-2018-00383. Cook inc. Generated a corrected report follow up #2 under 1820334-2018-00383 and submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.